Event description:
The manufacture's field service engineer (fse) reported that during preventative maintenance (pm), fse discovered the unit was giving error code message of primary alarm failure. There was no patient involvement.